Event description:
Same case as MDR ID 2134265-2011-04234, 2134265-2011-04237. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. Vascular access was obtained via the right femoral artery. A runway cls 3.5 guide catheter was engaged in the left main (lm) artery. A .014 forte guide wire was advanced to the circumflex (lcx) artery. An f/g, atlantis, sr pro intravascular ultrasound (ivus) catheter was used to take measurements in the lcx. The runway guide catheter was then engaged in the lcx. A 2.5x18mm non-bsc stent was deployed 9 atms for 30 secs. The stent delivery system (sds) was removed. A 2.5x12mm non-bsc stent was then advanced and deployed in the proximal target lesion at 10 atms for 30 and 15 secs, respectively. At an unspecified time a dissection was noted in the lcx. The patient complained of 10/10 chest pain. An unspecified coronary balloon was inflated to 10 atms for 15 secs. A 2.5x12mm non-bsc stent was deployed in the target lesion at 10 atms for 22 secs. The patient's chest pain remained at 10/10. Adenosine, nitroglycerin, dopamine, fentanyl, and saline were given to the patient. The patient's chest pain decreased to 8/10. Vascular access to the left femoral artery was obtained and an intra-aortic balloon pump was inserted through this access point. The patient's chest pain was further reduced to 1/10. The patient was given morphine. A .014 guide wire was advanced into the left anterior descending (lad) artery. A .014 non-bsc wire was advanced into the lcx. A 4.0x8mm non-bsc stent advanced to treat the dissection in the lm and was deployed at 10 atms for 10 sec. The patient was transferred to surgery where bypass was performed. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).